Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: date unknown, as information was requested but not provided. Section e1 - last name: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided. Section e1 -(B)(6). Device evaluation: a field service engineer visited site and checked the system and was found to be operating within specifications. However, an environmental issue was detected in the room suggesting that the air from the air conditioning unit could directly affect the patient, with humidity levels sometimes exceeding 65%. The system was checked through the week and all parameters and system performances are inside specs and could not find any issue that could justify the post surgery keratits. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that, during a postoperative examination following lasik treatment, a patient developed keratitis (dlk). The patient is recovering well, with no further measures necessary. No further details were provided.

Manufacturer narrative:
Corrected information: section d4 - catalog number: j20007k. Section d4 - unique identifier (UDI) number: (B)(4). Section h4 - device manufacture date: 16-aug-2012. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.